Manufacturer narrative:
Correction: this report was opened in error and is now being handled under manufacturer report number 9710014-2019-00970.

Event description:
This report was opened in error and is now being handled under manufacturer report number 9710014-2019-00970.

Event description:
A device malfunction was reported. The user is currently not able to hear properly and feels pain when wearing the audio processor.

Manufacturer narrative:
Conclusion: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is possibly in an early stage of failure and is likely to fail sooner or later due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Re-implantation is being considered, but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device malfunction was reported. The user is currently not able to hear properly and feels pain when wearing the audio processor.